Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material was unable to be further specified. It was not possible to confirm any obvious deviation of reprocessing. As a kink and stain of the biopsy channel was detected, it was presumed that the foreign material was not cleared even by reprocessing due to physical damage on the device. A further cause of the damage could not be presumed. As there was no information of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had black stuff inside of the scope that will not come clean. The event was found at preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to boroscope being kinked and stained inside the biopsy or instrument channel. Additional findings include the following: there was leaking from the plug unit, unable to check other leak; play on control knob; plastic cover had deep dents; the lens had chipping not affecting image; the light guide lens, bending section cover and scope connector was cracked; and the scope connector was dry. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of precleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. According to the customer, it is unknown when the foreign material adhered to the nozzle. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.